Event description:
Related manufacture reference number: 2017865-2023-45364. It was reported that the patient admitted to the emergency room after receiving multiple high voltage shocks. Interrogation noted that the patient reentered ventricular tachycardia(vt) after anti-tachycardia pacing was provided. The second shock was not delivered due to low defibrillation lead impedance alert. The patient continued with vt storm and it was noted that the right ventricular lead also exhibited noise oversensing. The patient was successfully rescued. No interventions were performed. The patient was in stable condition.